Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Evaluation results: the pads were received at zoll medical united kngdom. The customer's report was not replicated or confirmed. The pads successfully passed functional testing on a test AED without duplicating the report. An inspection of pads found no discrepancies. A new set of pads were provided to the customer as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, these electrode pads did not operate as expected. No additional information is available at this time. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.